Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead exhibited infection. There were no additional adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: event description,d6b: explant date, and h10: additional MFR narrative.

Event description:
It was reported that this lead exhibited infection. There were no additional adverse patient effects reported. The lead remains in service. Additional information from the field indicated that the system was explanted the same day the field representative reported the infection issue. There were no additional adverse patient effects reported.